Event description:
It was reported that the patient underwent a sling procedure on unknown date and mesh was implanted. Due to post-operational pain, the patient underwent a mesh removal procedure on unknown date. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.